Event description:
Had heart attack because clot formed around broken stent. Had to be airlifted to (B)(6); have emergency procedure. They put new stent inside fractured stent and another stent outside.